Manufacturer narrative:
If explanted, give date: not applicable as lens remains implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
When the intraocular lens (iol) was injected, the cartridge split in two vertically. It was learned that it was the tip of the cartridge that was damaged. The lens was implanted without impact on the patient. No other information was received.

Manufacturer narrative:
Device evaluation: the device was not returned for evaluation. Therefore, product testing could not be performed. The customer¿s reported complaint could not be verified. Manufacturing record evaluation: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search of complaints related to production order was performed. The production order serial numbers range is from (B)(6) to (B)(6) and it was manufactured on october 29, 2020. (B)(4) (non-conformance report) was issued during manufacturing process related to lot a2400132 sterilized in two (2) sterilization cycles: (B)(4). This nc/nr is not related to the reported complaint. No other complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction. No nonconformity report, documentation, escalation is required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.